Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant upstream occlusion alarms during functionality testing, but could not reproduce it during evaluation. Evaluation found the upper reading of the ultrasonic sensor was below specification which can make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant upstream occlusion alarm. There was no patient involvement.